Event description:
The following has been reported: displays "service needed". A preliminary review of the logs could not be performed as the log files were not available. The device was returned for for an undetermined failure. During initial testing it was observed both the fva pins and loading pins were unexpectedly tough. New log files showed a history of sticky fva pin failures. Internal investigation identified the fva pins as covered in contaminants. A cleaning was performed of the fva and loading pin channels and the drag was resolved. Pump was able to complete subsequent infusion. Reporting as a conservative measure for the av sticky valve identified during investigation. No adverse effects were reported.